Manufacturer narrative:
The reported events were lead dislodgement and insulation damage. The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured with specification. Visual inspection of the lead did not find any anomalies except for the insulation damage. The cause of the reported event of insulation damage is consistent with procedural damage.

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead had dislodged. During the repositioning of the lv lead, an insulation break was observed. The lv lead was replaced. The patient was in stable condition.